Event description:
It was reported the pt ((B)(6)) suddenly lost stimulation and since that time has been unable to establish communication with the ipg via either the programmer or charging system. An appointment will be scheduled for further interrogation of the pt's scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.